Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that far p-wave oversensing was noted. Device reprogramming was unsuccessful. X-ray showed that the lead was not in an optimal location within the ventricle. The lead was explanted and replaced. The patients condition was fine following the procedure.